Manufacturer narrative:
Four batteries were returned for evaluation.  Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event ("charging cycles over 500") was not confirmed via functional testing or via log analysis on any one of the batteries.  However, log files indicated that all batteries had surpassed their life expectancy of 375 charging cycles. Functional testing of revealed that (B)(4) had cell pairs falling below the 2.8 volts threshold; however, this could be attributed to the batteries having exceeded their life expectancy. Additionally, (B)(4) was found out of calibration as revealed by its high max error readings.  This was most likely due to a use pattern involving the exchange and recharge of batteries before reaching 25% of charge.  The reported event was not confirmed on any one of the batteries.  All batteries performed as expected from batteries that have exceeded their life expectancy.  The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer has opened an internal investigation to investigate events related to cell failures. Below is another battery that was also involved in the event: serial # (B)(4), catalog # 1650de, exp. Date. 09/30/2014, mfg. Date: 09/01/2013. (B)(4).

Event description:
It was reported that a charging cycle of over 500 was seen upon log file review. The batteries were exchanged without consequence to the patient.

Manufacturer narrative:
Bat041110, (B)(4). Bat041104, (B)(4). Additional information to the conclusion: bat041104 performed as intended, with the only observation being that it had exceeded its life expectancy at 392 cycles. The reported event (charging cycle over 500 seen in logs) was not confirmed on any one of the batteries; however, all batteries displayed a high cycle count exceeding the end of life threshold. Analysis of bat041080, bat041117, bat041104 and bat041110 revealed that the batteries reached end of life (over 375 charge cycles). Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.